Event description:
Drive medical was notified of an incident involving a wheelchair by the device provider who reported that the end user was attempting to move their leg onto the wheelchair footrest when they sustained a laceration to their right calf. The injury reportedly occurred when the end user's leg came into contact with the wheelchair during the maneuver. As a result of the injury, the end user sought medical treatment at an emergency room, where the laceration was treated with nine sutures. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.